Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope failed the hygiene test and tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is bodedex forte and the automated endoscopic reprocessor (aer) used is wassenburg wd 440 pt. The air/water channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is endohigh detergent and the aer disinfectant is endohigh paa. The manual detergent is bodedex forte and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using valve port cleaning brush keysurgical disposable manual brushes. The storage practice is hanging the scopes vertically in a simple drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no growth was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The device evaluation found that the distal end had foreign material, the grip was scratched, the switch box was scratched, the right/left knob had play, the distal end cover was scratched, the adhesive on the bending section rubber was cracked and discolored, the connecting tube was scratched, the adhesive around the light guide lens was worn, the light guide lens was discolored, and the lever arm was corroded. This supplemental report is being submitted to provide additional information based on the information supplied by the repair center.

Event description:
The scope tested positive for 20000 colony forming units (cfus) of curtobacterium flaccumfaciens in the instrument channel. It tested positive for less than 1 cfu of bacillus spp in the air/water channel.